Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. No unexpected low battery, battery out limit alarm or bad battery alarms were noted. The insulin pump had intermittent button repsonse due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and after the alarm was cleared, it alarmed bad battery. The blood glucose reading was 250 mg/dl, which was likely due to the customer having eaten a lot while hiking. Customer stated that after the battery alarm occurred, the up arrow stopped responding. No significant events leading to the alarms or key issues were observed. He stated he just had the insulin pump in his pocket. Advised replacement of the insulin pump. Nothing further reported.